Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a in.pact av access was used to treat the left arm. Approximately 13 months post procedure patient suffered thrombus and restenosis of mid humeral cephalic vein of left arm brachiocephalic dialysis fistula. De-clotting of cephalic vein with thrombectomy and tpa, angioplasty mid humeral cephalic vein, and therapeutic anticoagulation for residual thrombus. Dialysis still unsuccessful through av fistula despite multiple attempts. Dialysis through tunneled catheter placed. Open revision of brachiocephalic fistula with thrombectomy and plication of aneurysm. Anticoagulation discontinued. Discharged. Patient recovered.

Manufacturer narrative:
Additional information: the sponsor assessed, the event as not a tlr. The mid humeral cephalic vein stenosis was not the target vein. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.